Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned connector was sent for a material analysis. The analysis determined that the screw jamming was due to over-torqueing of the set screw. No manufacturing issues were identified during manufacturing record review. This evidenced by the lack of space between the bottom threads of the blocker and hook. No other issues were identified with the device features examined. Conclusion: the most likely cause of the reported event is over-torqueing of the set screw.

Event description:
It was reported that during surgery, the screw on one side of the crosslink connector was fastened so tightly that the surgeon could not loosen it, when the surgeon tried to do so. Consequently the surgeon used another crosslink connector.

Event description:
It was reported that during surgery, the screw on one side of the crosslink connector was fastened so tightly that the surgeon could not loosen it, when the surgeon tried to do so. Consequently the surgeon used another crosslink connector.